Manufacturer narrative:
The customer's reported complaint of the jaw "breaks" during passage to the tissue was confirmed. The returned used device, item smi-02ap, was evaluated per device specific evaluation procedure and confirms the clarified reported problem. The device was returned intact. The device failed function tests and found the upper jaw broken as meaning the trap door does not close. This is a purchased finished device. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted and retained in receiving inspection. This device is not manufactured by conmed; therefore, a DHR was unable to be reviewed. The service history was reviewed, and no prior data was found. (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user that if the suture passer trigger mechanism binds, lubrication of moving parts can be performed with a "steam penetrable medical grade" lubricant in accordance with lubricant manufacturer's instructions before sterilization. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Additional information received from the reporter and distributor clarifies that the lower jaw of the device did not break apart, detach and fall into the surgical site. It was clarified that the device "suffered damage and stopped working. " the device and the jaws would not open or close. The original surgical, procedural and patient information remains the same as follows: the issue occurred during a rotator cuff procedure involving a 45-year old female patient weighing 53kgs on (B)(6) 2019. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with minimal delay by using another clamp penetrating.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported an issue with the spectrum autopass suture passer, item #: smi-02ap, serial #: (B)(4). It was reported that when trying to pass to the tissue, the jaw broke. It was clarified that the lower jaw broke, detached and fell into the surgical site. The broken piece was removed from the split clamp of the space sub acromio with the help of a grasper clamp through the canula. No device fragments remained in the patient. The issue occurred during a rotator cuff procedure involving a (B)(6) year old female patient weighing (B)(6) on (B)(6) 2019. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with minimal delay by using another clamp penetrating. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.